Manufacturer narrative:
The involved cycler was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. There was no indication of a device malfunction from the available information. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns that treatment should only be performed by a trained and qualified person who must respond promptly to harmful conditions during treatment. UDI: (B)(4).

Event description:
A report was received on (B)(6) 2021 from the home therapy nurse (htn) of a (B)(6) male with a medical history including type ii diabetes, hypertension, polycytemia vera, gout, hypothyroidism, coronary artery disease, history of heart attack and end stage renal disease, who stated the patient experienced an adverse event (nos) during his first hemodialysis treatment at the dialysis facility on (B)(6) 2021 and was transported to hospital. Additional information was received 29 jun 2021 - 02 jul 2021 from the htn who stated the patient lost consciousness approximately two hours into an uneventful treatment session. Cardiopulmonary resuscitation (CPR) was initiated and automated external defibrillator (AED) pads were applied with no shock advised. The patient maintained a spontaneous pulse, regained consciousness and was admitted to hospital. Testing at the hospital found no cardiac or respiratory cause of the syncopal event. Per the htn, the patient was discharged in stable condition on (B)(6) 2021 and resumed therapy using the system on (B)(6) 2021 without issue.